Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that it received one needle with a winding former and one foil packaging that pertained to product code vcp1311h. As per visual inspection of the sample received, the swage and attachment area were noted to be as expected, the needle was observed with blood and several marks due to the use of the surgical instrument, and the curvature distorted from the original form, these conditions caused by excess force used during the use. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was done to retrieve the broken piece? For example, another incision, second surgery? The broken needle was retrieved directly shortly. There's no patient consequence reported. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patient underwent a breast procedure on (B)(6) 2024, and suture was used. It was reported that the needle broke when sewing in surgery. Changed to another one to complete the surgery. The broken needle was retrieved shortly. The procedure was completed and no patient consequence reported. Additional information has been requested.